Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing on the right atrial (ra) lead on current electrograms (egm) and some stored episodes. The lead remain in use. No patient complications have been reported as a result of this event.